Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2179504, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a piece of blue foreign matter (fm) near the tip of the catheter. It appeared to be a piece of the catheter adapter or push tab but without the physical sample this could not be confirmed. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without the physical sample the engineer could not determine a definitive root cause.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: one of kélis' customers has sent us a complaint concerning a defect on a bd catheter ref: (B)(4), lot: 2179504. As you can see on the picture, a piece of plastic is stuck to the end of the needle. According to our customer, this is not an isolated phenomenon.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: one of kélis' customers has sent us a complaint concerning a defect on a bd catheter ref: 994492, lot: 2179504. As you can see on the picture, a piece of plastic is stuck to the end of the needle. According to our customer, this is not an isolated phenomenon.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.